Event description:
Initial reporter indicated to a manufacturing consultant that their pt had their vns explanted related to severe infection. Significant scarring had formed around electrode placement. The pt's infection was first noted in 2009. No pt trauma or manipulation of their vns site was reported prior to the pt's infection. The pt had antibiotics administered prior to having their vns explanted. The pt had their vns lead and generator explanted and the products are at manufacture pending completion of product analysis. A staph infection was reported in the generator and lead sites.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.